Manufacturer narrative:
Event date: exact date unknown, event occurred in sometime (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn:m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients stimulator was not providing sufficient relief. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Sc-1200 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Event description:
It was reported that the patients stimulator was not providing sufficient relief. The patient underwent an ipg explant procedure.